Event description:
Boston scientific received information that during route follow it was noted that there was four years remaining when it comes to the longevity of this device. An allegation of premature battery depletion was noted. No adverse patient effects were reported. A follow up was scheduled. The device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.